Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)) protruded through left fallopian tube/ the tip of the essure contraceptive device could be seen protruding from the left fallopian tube/my left fallopian tube had retruded out enough/coil migrate into my uterus,perform'), embedded device ('embedded in my tubes'), pelvic infection ('infection (other) describe: pelvic'), gallbladder hypofunction ('gallbladder failure / gallbladder removal, while pregnant'), pregnancy with contraceptive device ('pregnancy'), pancreatitis ('pancreatitis'), sepsis ('sepsis'), genital haemorrhage ('heavy bleeding'), seizure ('seizure'), autoimmune disorder ('autoimmune disorder'), hemiparesis ('weakness in my left side of body'), thyroid cancer ('thyroid cancer') and uterine haemorrhage ('they injected epinephrine to stop them bleeding in my uterus or cervix') in a 34-year-old female patient who had essure inserted for contraception and female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device use issue "essure inserted after her daughter was 1 month old". The patient's medical history included blood pressure high, body mass index normal, multigravida, parity 6, colposcopy, abdominal pain, back pain, cramp in lower abdomen, tubal ligation, adhesion, pelvic adhesions, dysuria and urinary tract infection. Concurrent conditions included hypothyroidism, gallbladder disease (laparoscopic cholecystectomy emergency), pap smear abnormal, gastric pain, vomiting, tenderness epigastric, cholelithiasis obstructive, biliary pancreatitis and uterine leiomyoma. Concomitant products included epinephrine and levothyroxine sodium (synthroid). In 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), 10 days after insertion of essure. On (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ heavy bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pain / pelvic pain/ right pelvis pain"). In (B)(6) 2012, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infections, utis"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infections, utis") and rash ("rashes or skin conditions type: rashes"). On (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced pollakiuria ("bladder or urinary problems or changes"). On (B)(6) 2013, the patient experienced pancreatitis (seriousness criterion medically significant). In (B)(6) 2013, the patient was found to have the first episode of weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), gallbladder hypofunction (seriousness criterion medically significant), hypothyroidism ("thyroid condition has worsened / hypothyroidism"), vocal cord polyp ("developed polyps on my vocal cord") with dysphonia and wheezing, emotional disorder ("she mentioned that essure has caused many harm to her emotionally"), goitre ("goiters disease/ I would get flare ups in my throat") with swelling, sepsis (seriousness criterion medically significant), weight loss poor ("can't lose the weight"), cyst ("I have 4 cysts and nodules"), nodule ("I have 4 cysts and nodules"), eczema ("rashes or skin conditions type: eczema"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), breast pain ("breast pain / cramping pain"), pain in extremity ("left leg pain/ radiating,cramp pain"), seizure (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), hemiparesis (seriousness criterion medically significant), arthralgia ("hip pain"), hyperthyroidism ("hyperthyroidism"), acne ("acne"), scar ("I had a lot of scarring"), inflammation ("inflammation "), myopia ("I have myopia in my right eye"), astigmatism ("astigmatism in my left"), mass ("mass"), hypoaesthesia ("numbness"), biliary colic ("gallbladder pain"), pyrexia ("fever"), asthenia ("weakness"), vomiting ("throwing up stomach bile"), breast swelling ("swollen breast"), chest wall mass ("lump on my chest"), hyperhidrosis ("sweating all day"), abdominal adhesions ("adhesions on my bladder"), uterine haemorrhage (seriousness criterion medically significant), osteoporosis ("osteoporosis"), cholecystitis infective ("gallbladder infection"), hypertension ("my bp had shot up to 180/100") and bronchitis ("bronchitis"), underwent tooth extraction ("molar extraction") and was found to have blood pressure increased ("my blood pressure had risen to 200/110"), the second episode of weight increased ("weight gain") and thyroid cancer (seriousness criterion medically significant). The patient was treated with caffeine;paracetamol (excedrin), miconazole nitrate (monistat), paracetamol (tylenol) and surgery (bilateral salpingectomy; tubal ligation and type of surgery: cholecystectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, embedded device, gallbladder hypofunction, pregnancy with contraceptive device, vocal cord polyp, emotional disorder, goitre, pancreatitis, sepsis, weight loss poor, cyst, nodule, eczema, pollakiuria, headache, nausea, tooth disorder, tooth extraction, dysmenorrhoea, vaginal discharge, fatigue, alopecia, breast pain, blood pressure increased, seizure, autoimmune disorder, the last episode of weight increased, hemiparesis, hyperthyroidism, scar, inflammation, myopia, mass, hypoaesthesia, thyroid cancer, biliary colic, pyrexia, asthenia, vomiting, breast swelling, chest wall mass, hyperhidrosis, osteoporosis, cholecystitis infective, hypertension, bronchitis and rash outcome was unknown, the pelvic infection, genital haemorrhage, menorrhagia, vaginal haemorrhage, vaginal infection, urinary tract infection, migraine, dyspareunia, pelvic pain, pain in extremity and arthralgia had resolved and the hypothyroidism and acne was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal adhesions, acne, alopecia, arthralgia, asthenia, astigmatism, autoimmune disorder, biliary colic, blood pressure increased, breast pain, breast swelling, bronchitis, chest wall mass, cholecystitis infective, cyst, dysmenorrhoea, dyspareunia, eczema, embedded device, emotional disorder, fallopian tube perforation, fatigue, gallbladder hypofunction, genital haemorrhage, goitre, headache, hemiparesis, hyperhidrosis, hypertension, hyperthyroidism, hypoaesthesia, hypothyroidism, inflammation, mass, menorrhagia, migraine, myopia, nausea, nodule, osteoporosis, pain in extremity, pancreatitis, pelvic infection, pelvic pain, pollakiuria, pregnancy with contraceptive device, pyrexia, rash, scar, seizure, sepsis, thyroid cancer, tooth disorder, tooth extraction, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection, vocal cord polyp, vomiting, weight loss poor, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: crazy amounts of 'shedding' current weight 230 lbs. 3 coils bilaterally the plaintiff states that she underwent gallbladder emergency removal with pancreatitis during her pregnancy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: right fallopian tube is patent with evidence of free spillage into the pelvis. Left fallopian tube is occluded.. Magnetic resonance imaging - on (B)(6) 2013: large amount of gallstones within the distended gallbladder which shows wall thickening and some pericholecystic fluid. The findings are highly suggestive of acute calculus cholecystitis. There does appear to be a small stone lodged in the distal common bile duct at the sphincter. There is only minimal dilatation of the common bile duct. No intrahepatic biliary dilatation. No significant edema within the pancreas or fluid around the pancreas. Pathology test - on (B)(6) 2017: segment is fimbriated and measures 2.7 cm long and 0.8 cm in diameter. The nonfimbriated tubal segment measures 2.7 cm long and up to 0.9 cm in diameter. The fimbriated tubal segment is cross sectioned to reveal a grossly unremarkable lumen devoid of contents. The remaining fallopian tube segment. However, shows an underlying coiled metal hardware wire.. Ultrasound biliary tract - on (B)(6) 2013: cholelithiasis.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : dysmenorrhea , pelvic pain, menorrhagia , follicular cyst of ovary ,intrauterine pregnancy. Concerning the injuries reported in this case, the following ones were added from social media: autoimmune disorder, , weight increased, hemiparesis, arthralgia, hyperthyroidism, acne, scar¸ inflammation nos, myopia, astigmatism, embedded device, mass, hypoaesthesia, thyroid cancer, biliary colic, pyrexia , asthenia, vomiting, breast swelling, chest wall mass, hyperhidrosis, abdominal adhesions, uterine haemorrhage, osteoporosis. Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 13-nov-2019: pfs received: new events added: rashes or skin conditions type: rashes. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on (B)(6) 2015. The most recent information was received on 12-nov-2019. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)) protruded through left fallopian tube/ the tip of the essure contraceptive device could be seen protruding from the left fallopian tube/my left fallopian tube had pretruded out enough/coil migrate into my uterus,perfor'), embedded device ('embedded in my tubes'), pelvic infection ('infection (other) describe: pelvic'), gallbladder hypofunction ('gallbladder failure / gallbladder removal, while pregnant'), pregnancy with contraceptive device ('pregnancy'), pancreatitis ('pancreatitis'), sepsis ('sepsis'), genital haemorrhage ('heavy bleeding'), seizure ('sezure'), autoimmune disorder ('autoimmune disorder'), hemiparesis ('weakness in my left side of body'), thyroid cancer ('thyroid cancer') and uterine haemorrhage ('they injected epinephrine to stop them bleeding in my uterus or cervix') in a 34-year-old female patient who had essure inserted for contraception and female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device use issue "essure inserted after her daughter was 1 month old". The patient's medical history included blood pressure high, body mass index normal, multigravida, parity 6, colposcopy, abdominal pain, back pain, cramp in lower abdomen, tubal ligation, adhesion, pelvic adhesions, dysuria and urinary tract infection. Concurrent conditions included hypothyroidism, gallbladder disease (laparoscopic cholecystectomy emergency), pap smear abnormal, gastric pain, vomiting, tenderness epigastric, cholelithiasis obstructive, biliary pancreatitis and uterine leiomyoma. Concomitant products included epinephrine and levothyroxine sodium (synthroid). In 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), 10 days after insertion of essure. On (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pain / pelvic pain/ right pelvis pain"). In (B)(6) 2012, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infections, utis") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infections, utis"). On (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced pollakiuria ("bladder or urinary problems or changes"). On (B)(6) 2013, the patient experienced pancreatitis (seriousness criterion medically significant). In (B)(6) 2013, the patient was found to have the first episode of weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6)2016, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), gallbladder hypofunction (seriousness criterion medically significant), hypothyroidism ("thyroid condition has worsened / hypothyroidism"), vocal cord polyp ("developed polyps on my vocal cord") with dysphonia and wheezing, emotional disorder ("she mentioned that essure has caused many harm to her emotionally"), goitre ("goiters disease/ I would get flare ups in my throat") with swelling, sepsis (seriousness criterion medically significant), weight loss poor ("can't lose the weight"), cyst ("I have 4 cysts and nodules"), nodule ("I have 4 cysts and nodules"), eczema ("rashes or skin conditions type: eczema"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), fatigue ("fatigue"), breast pain ("breast pain / cramping pain"), pain in extremity ("left leg pain/ radiating,cramp pain"), seizure (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), hemiparesis (seriousness criterion medically significant), arthralgia ("hip pain"), hyperthyroidism ("hyperthyroidism"), acne ("acne"), scar ("I had a lot of scarring"), inflammation ("inflammation "), myopia ("I have myopia in my right eye"), astigmatism ("astigmatism in my left"), mass ("mass"), hypoaesthesia ("numbness"), biliary colic ("gallbladder pain"), pyrexia ("fever"), asthenia ("weakness"), vomiting ("throughing up stomach bile"), breast swelling ("swollen breast"), chest wall mass ("lump on my chest"), hyperhidrosis ("sweating all day"), abdominal adhesions ("adhesions on my bladder"), uterine haemorrhage (seriousness criterion medically significant), osteoporosis ("osteoporosis"), cholecystitis infective ("gallbladder infection"), hypertension ("my bp had shot up to 180/100") and bronchitis ("bronchitis"), underwent tooth extraction ("molar extraction") and was found to have blood pressure increased ("my blood pressure had risen to 200/110"), the second episode of weight increased ("weight gain") and thyroid cancer (seriousness criterion medically significant). The patient was treated with caffeine;paracetamol (excedrin), miconazole nitrate (monistat), paracetamol (tylenol) and surgery (bilateral salpingectomy; tubal ligation and type of surgery: cholecystectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, embedded device, gallbladder hypofunction, pregnancy with contraceptive device, vocal cord polyp, emotional disorder, goitre, pancreatitis, sepsis, weight loss poor, cyst, nodule, eczema, pollakiuria, headache, nausea, tooth disorder, tooth extraction, dysmenorrhoea, vaginal discharge, fatigue, alopecia, breast pain, blood pressure increased, seizure, autoimmune disorder, the last episode of weight increased, hemiparesis, hyperthyroidism, scar, inflammation, myopia, mass, hypoaesthesia, thyroid cancer, biliary colic, pyrexia, asthenia, vomiting, breast swelling, chest wall mass, hyperhidrosis, osteoporosis, cholecystitis infective, hypertension and bronchitis outcome was unknown, the pelvic infection, genital haemorrhage, menorrhagia, vaginal haemorrhage, vaginal infection, urinary tract infection, migraine, dyspareunia, pelvic pain, pain in extremity and arthralgia had resolved and the hypothyroidism and acne was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal adhesions, acne, alopecia, arthralgia, asthenia, astigmatism, autoimmune disorder, biliary colic, blood pressure increased, breast pain, breast swelling, bronchitis, chest wall mass, cholecystitis infective, cyst, dysmenorrhoea, dyspareunia, eczema, embedded device, emotional disorder, fallopian tube perforation, fatigue, gallbladder hypofunction, genital haemorrhage, goitre, headache, hemiparesis, hyperhidrosis, hypertension, hyperthyroidism, hypoaesthesia, hypothyroidism, inflammation, mass, menorrhagia, migraine, myopia, nausea, nodule, osteoporosis, pain in extremity, pancreatitis, pelvic infection, pelvic pain, pollakiuria, pregnancy with contraceptive device, pyrexia, scar, seizure, sepsis, thyroid cancer, tooth disorder, tooth extraction, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection, vocal cord polyp, vomiting, weight loss poor, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: crazy amounts of 'shedding' current weight 230 lbs. 3 coils bilaterally the plantiff states that she underwent gallbladder emergency removal with pancreatitis during her pregnancy diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: right fallopian tube is patent with evidence of free spillage into the pelvis. Left fallopian tube is occluded.. Magnetic resonance imaging - on (B)(6) 2013: large amount of gallstones within the distended gallbladder which shows wall thickening and some pericholecystic fluid. The findings are highly suggestive of acute calculus cholecystitis. There does appear to be a small stone lodged in the distal common bile duct at the sphincter. There is only minimal dilatation of the common bile duct. No intrahepatic biliary dilatation. No significant edema within the pancreas or fluid around the pancreas. Pathology test - on (B)(6) 2017: segment is fimbriated and measures 2.7 cm long and 0.8 cm in diameter. The nonfimbriated tubal segment measures 2.7 cm long and up to 0.9 cm in diameter. The fimbriated tubal segment is cross sectioned to reveal a grossly unremarkable lumen devoid of contents. The remaining fallopian tube segment. However, shows an underlying coiled metal hardware wire.. Ultrasound biliary tract - on (B)(6) 2013: cholelithiasis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : dysmenorrhea , pelvic pain, menorrhagia , follicular cyst of ovary ,intrauterine pregnancy. Concerning the injuries reported in this case, the following ones were added from social media: autoimmune disorder, , weight increased, hemiparesis, arthralgia, hyperthyroidism, acne, scar¸ inflammation nos, myopia, astigmatism, embedded device, mass, hypoaesthesia, thyroid cancer, biliary colic, pyrexia , asthenia, vomiting, breast swelling, chest wall mass, hyperhidrosis, abdominal adhesions, uterine haemorrhage, osteoporosis. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events and lack of efficacy is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events / lack of efficacy and a quality defect. Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 12-nov-2019: social media record received. Events added: : autoimmune disorder, weight gain, weakness in my left side of body, hip pain, hyperthyroidism, acne, I had a lot of scarring, inflammation, I have myopia in my right eye, astigmatism in my left, embedded in my tubes, mass, numbness, thyroid cancer, gallbladder pain, fever, complete weakness, throughing up stomach bile, swollen breast, lump on my chest, sweating all day, adhesions on my bladder, they injected epinephrine to stop them bleeding in my uterus or cervix, osteoporosis were added. Event outcome was added for the events: leg pain, pelvic pain, hip pain, acne, gallbladder infection, my bp had shot up to 180/100, bronchitis. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority FDA, reference number: (B)(4) on 18-aug-2015. The most recent information was received on 12-jun-2020. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)) protruded through left fallopian tube/ the tip of the essure contraceptive device could be seen protruding from the left fallopian tube/my left fallopian tube had protruded out enough/coil migrate into my uterus,perfor'), embedded device ('embedded in my tubes'), pelvic infection ('infection (other) describe: pelvic'), gallbladder hypofunction ('gallbladder failure / gallbladder removal, while pregnant'), pregnancy with contraceptive device ('pregnancy'), pancreatitis ('pancreatitis'), sepsis ('sepsis'), genital haemorrhage ('heavy bleeding'), seizure ('sezure'), autoimmune disorder ('autoimmune disorder'), hemiparesis ('weakness in my left side of body'), thyroid cancer ('thyroid cancer') and uterine haemorrhage ('they injected epinephrine to stop them bleeding in my uterus or cervix') in a 34-year-old female patient who had essure inserted for contraception and female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device use issue "essure inserted after her daughter was 1 month old". The patient's medical history included blood pressure high, body mass index normal, multigravida, parity 6, colposcopy, abdominal pain, back pain, cramp in lower abdomen, tubal ligation, adhesion, pelvic adhesions, dysuria and urinary tract infection. Concurrent conditions included hypothyroidism, gallbladder disease (laparoscopic cholecystectomy emergency), pap smear abnormal, gastric pain, vomiting, tenderness epigastric, cholelithiasis obstructive, biliary pancreatitis and uterine leiomyoma. Concomitant products included epinephrine and levothyroxine sodium (synthroid). In 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), 10 days after insertion of essure. On (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ heavy bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pain / pelvic pain/ right pelvis pain"). In (B)(6) 2012, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infections, utis"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infections, utis") and rash ("rashes or skin conditions type: rashes"). On (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced pollakiuria ("bladder or urinary problems or changes"). On (B)(6) 2013, the patient experienced pancreatitis (seriousness criterion medically significant). In (B)(6) 2013, the patient was found to have the first episode of weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), gallbladder hypofunction (seriousness criterion medically significant), hypothyroidism ("thyroid condition has worsened / hypothyroidism"), vocal cord polyp ("developed polyps on my vocal cord") with dysphonia and wheezing, emotional disorder ("she mentioned that essure has caused many harm to her emotionally"), goitre ("goiters disease/ I would get flare ups in my throat") with swelling, sepsis (seriousness criterion medically significant), weight loss poor ("can't lose the weight"), cyst ("I have 4 cysts and nodules"), nodule ("I have 4 cysts and nodules"), eczema ("rashes or skin conditions type: eczema"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), breast pain ("breast pain / cramping pain"), pain in extremity ("left leg pain/ radiating,cramp pain"), seizure (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), hemiparesis (seriousness criterion medically significant), arthralgia ("hip pain"), hyperthyroidism ("hyperthyroidism"), acne ("acne"), scar ("I had a lot of scarring"), inflammation ("inflammation "), myopia ("I have myopia in my right eye"), astigmatism ("astigmatism in my left"), mass ("mass"), hypoaesthesia ("numbness"), biliary colic ("gallbladder pain"), pyrexia ("fever"), asthenia ("weakness"), vomiting ("throwing up stomach bile"), breast swelling ("swollen breast"), chest wall mass ("lump on my chest"), hyperhidrosis ("sweating all day"), abdominal adhesions ("adhesions on my bladder"), uterine haemorrhage (seriousness criterion medically significant), osteoporosis ("osteoporosis"), cholecystitis infective ("gallbladder infection"), hypertension ("my bp had shot up to 180/100"), bronchitis ("bronchitis") and psoriasis ("severe scalp psoriasis"), underwent tooth extraction ("molar extraction") and was found to have blood pressure increased ("my blood pressure had risen to 200/110"), the second episode of weight increased ("weight gain") and thyroid cancer (seriousness criterion medically significant). The patient was treated with caffeine;paracetamol (excedrin), miconazole nitrate (monistat), paracetamol (tylenol) and surgery (bilateral salpingectomy; tubal ligation and type of surgery: cholecystectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, embedded device, gallbladder hypofunction, pregnancy with contraceptive device, vocal cord polyp, emotional disorder, goitre, pancreatitis, sepsis, weight loss poor, cyst, nodule, eczema, pollakiuria, headache, nausea, tooth disorder, tooth extraction, dysmenorrhoea, vaginal discharge, fatigue, alopecia, breast pain, blood pressure increased, seizure, autoimmune disorder, the last episode of weight increased, hemiparesis, hyperthyroidism, scar, inflammation, myopia, mass, hypoaesthesia, thyroid cancer, biliary colic, pyrexia, asthenia, vomiting, breast swelling, chest wall mass, hyperhidrosis, osteoporosis, cholecystitis infective, hypertension, bronchitis, rash and psoriasis outcome was unknown, the pelvic infection, genital haemorrhage, menorrhagia, vaginal haemorrhage, vaginal infection, urinary tract infection, migraine, dyspareunia, pelvic pain, pain in extremity and arthralgia had resolved and the hypothyroidism and acne was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal adhesions, acne, alopecia, arthralgia, asthenia, astigmatism, autoimmune disorder, biliary colic, blood pressure increased, breast pain, breast swelling, bronchitis, chest wall mass, cholecystitis infective, cyst, dysmenorrhoea, dyspareunia, eczema, embedded device, emotional disorder, fallopian tube perforation, fatigue, gallbladder hypofunction, genital haemorrhage, goitre, headache, hemiparesis, hyperhidrosis, hypertension, hyperthyroidism, hypoaesthesia, hypothyroidism, inflammation, mass, menorrhagia, migraine, myopia, nausea, nodule, osteoporosis, pain in extremity, pancreatitis, pelvic infection, pelvic pain, pollakiuria, pregnancy with contraceptive device, psoriasis, pyrexia, rash, scar, seizure, sepsis, thyroid cancer, tooth disorder, tooth extraction, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection, vocal cord polyp, vomiting, weight loss poor, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: crazy amounts of 'shedding'. Current weight 230 lbs. 3 coils bilaterally. The plaintiff states that she underwent gallbladder emergency removal with pancreatitis during her pregnancy. Date(s) of removal: (B)(6) 2017 discrepancy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: right fallopian tube is patent with evidence of free spillage into the pelvis. Left fallopian tube is occluded. Magnetic resonance imaging - on (B)(6) 2013: large amount of gallstones within the distended gallbladder which shows wall thickening and some pericholecystic fluid. The findings are highly suggestive of acute calculus cholecystitis. There does appear to be a small stone lodged in the distal common bile duct at the sphincter. There is only minimal dilatation of the common bile duct. No intrahepatic biliary dilatation. No significant edema within the pancreas or fluid around the pancreas. Pathology test - on (B)(6) 2017: segment is fimbriated and measures 2.7 cm long and 0.8 cm in diameter. The nonfimbriated tubal segment measures 2.7 cm long and up to 0.9 cm in diameter. The fimbriated tubal segment is cross sectioned to reveal a grossly unremarkable lumen devoid of contents. The remaining fallopian tube segment. However, shows an underlying coiled metal hardware wire. Ultrasound biliary tract - on (B)(6) 2013: cholelithiasis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : dysmenorrhea , pelvic pain, menorrhagia , follicular cyst of ovary, intrauterine pregnancy. Concerning the injuries reported in this case, the following ones were added from social media: autoimmune disorder, , weight increased, hemiparesis, arthralgia, hyperthyroidism, acne, scar¸ inflammation nos, myopia, astigmatism, embedded device, mass, hypoaesthesia, thyroid cancer, biliary colic, pyrexia , asthenia, vomiting, breast swelling, chest wall mass, hyperhidrosis, abdominal adhesions, uterine haemorrhage, osteoporosis. Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 12-jun-2020: social media received event " severe scalp psoriasis" was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0688) on 18-aug-2015. The most recent information was received on 18-mar-2019. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)) protruded through left fallopian tube/ the tip of the essure contraceptive device could be seen protruding from the left fallopian tube"), gallbladder hypofunction ("gallbladder failure / gallbladder removal, while pregnant"), pregnancy with contraceptive device ("pregnancy"), pancreatitis ("pancreatitis"), sepsis ("sepsis"), genital haemorrhage ("heavy bleeding"), pelvic infection ("infection (other) describe: pelvic") and seizure ("seizure") in a (B)(6) year-old female patient who had essure inserted for contraception and female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "essure inserted after her daughter was 1 month old" and device ineffective "device ineffective". The patient's medical history included blood pressure high, body mass index normal, multigravida, parity 5, colposcopy, abdominal pain, back pain, cramp in lower abdomen, tubal ligation, adhesion, pelvic adhesions and dysuria. Concurrent conditions included hypothyroidism, gallbladder disease (laparoscopic cholecystectomy emergency), pap smear abnormal, gastric pain, vomiting and tenderness epigastric. Concomitant products included epinephrine and levothyroxine sodium (synthroid). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic infection (seriousness criterion medically significant), 10 days after insertion of essure. On (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pain / pelvic pain/ right pelvis pain"). In (B)(6) 2012, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infections, utis") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infections, utis"). On (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced pollakiuria ("bladder or urinary problems or changes"). On (B)(6) 2013, the patient experienced pancreatitis (seriousness criterion medically significant). In (B)(6) 2013, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced gallbladder hypofunction (seriousness criterion medically significant), hypothyroidism ("thyroid condition has worsened / hypothyroidism"), vocal cord polyp ("developed polyps on my vocal cord") with dysphonia and wheezing, emotional disorder ("she mentioned that essure has caused many harm to her emotionally"), goitre ("goiters disease/ I would get flare ups in my throat") with swelling, sepsis (seriousness criterion medically significant), weight loss poor ("can't lose the weight "), cyst ("I have 4 cysts and nodules"), nodule ("I have 4 cysts and nodules"), eczema ("rashes or skin conditions type: eczema"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), fatigue ("fatigue"), breast pain ("breast pain / cramping pain"), pain in extremity ("left leg pain/ radiating,cramp pain") and seizure (seriousness criterion medically significant), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), underwent tooth extraction ("molar extraction") and was found to have blood pressure increased ("my blood pressure had risen to 200/110"). The patient was treated with caffeine;paracetamol (excedrin), miconazole nitrate (monistat), paracetamol (tylenol) and surgery (bilateral salpingectomy; tubal ligation and type of surgery: cholecystectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, gallbladder hypofunction, pregnancy with contraceptive device, vocal cord polyp, emotional disorder, goitre, pancreatitis, sepsis, weight loss poor, cyst, nodule, eczema, pollakiuria, headache, nausea, tooth disorder, tooth extraction, dysmenorrhoea, pelvic pain, vaginal discharge, fatigue, weight increased, alopecia, breast pain, pain in extremity, blood pressure increased and seizure outcome was unknown, the hypothyroidism was resolving and the genital haemorrhage, menorrhagia, vaginal haemorrhage, vaginal infection, urinary tract infection, pelvic infection, migraine and dyspareunia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered alopecia, blood pressure increased, breast pain, cyst, dysmenorrhoea, dyspareunia, eczema, emotional disorder, fallopian tube perforation, fatigue, gallbladder hypofunction, genital haemorrhage, goitre, headache, hypothyroidism, menorrhagia, migraine, nausea, nodule, pain in extremity, pancreatitis, pelvic infection, pelvic pain, pollakiuria, pregnancy with contraceptive device, seizure, sepsis, tooth disorder, tooth extraction, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vocal cord polyp, weight increased and weight loss poor to be related to essure. The reporter commented: crazy amounts of 'shedding'. Current weight (B)(6) lbs. 3 coils bilaterally. The plaintiff states that she underwent gallbladder emergency removal with pancreatitis during her pregnancy . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: right fallopian tube is patent with evidence of free spillage into the pelvis. Left fallopian tube is occluded.. Pathology test - on (B)(6) 2017: segment is fimbriated and measures 2.7 cm long and 0.8 cm in diameter. The nonfimbriated tubal segment measures 2.7 cm long and up to 0.9 cm in diameter. The fimbriated tubal segment is cross sectioned to reveal a grossly unremarkable lumen devoid of contents. The remaining fallopian tube segment. However, shows an underlying coiled metal hardware wire. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : dysmenorrhea , pelvic pain, menorrhagia. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events and lack of efficacy is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events / lack of efficacy and a quality defect. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 18-mar-2019: plaintiff fact sheet and medical records received : incident category updated. Events added-abnormal bleeding (vaginal, menorrhagia); heavy bleeding; infection (bladder/ urinary tract/vaginal) type: vaginal infections, utis ; infection (other) describe: pelvic ; complication of pregnancy; bladder or urinary problems or changes; migraines / headaches ;nausea; dental problems; molar extraction; dysmenorrhea (cramping); dyspareunia (painful sexual intercourse); pelvic pain, vaginal discharge; fallopian tube perforation; fatigue; weight gain; hair loss; rashes or skin condition type : rashes; failure to occlude fallopian tube; blood pressure rise, seizure, breast pain; left leg pain. Outcome of events ¿genital hemorrhage, vaginal hemorrhage, menorrhagia; vaginal infections; urinary tract infections; pelvic infections; migraines; dyspareunia¿ updated to ¿recovered/resolved¿. Product start date and stop date updated. Treatment and concomitant products added. Patients¿ medical history added. Lab details added. Reporter information and patient details updated. Product indication added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.